Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The caller declined all troubleshooting, and requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Visual inspection revealed a scratched lcd window and cracks on the battery tube threads and reservoir tube lip.